Event description:
On (B)(6) 2011, wife reported that pt has experienced insulin leakage from the infusion sets. The leak occurred at the infusion site, and pt noticed his shirt was wet and he could smell insulin. Pt does hear an audible "click" when the infusion tubing is connected to the headset. Infusion sites are rotated regularly. Pt believes the insulin leakage was due to the product and there were no external influences. Infusion sets were discarded and will not be returned for eval. Pt was sent a different type of infusion set as replacement. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for eval.